Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Reportedly, this charging issue caused intermittent pump shutdowns. The customer provided a blood glucose (bg) level of 400 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.